Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low glucose readings on a g7 sensor after meal announcements while using the ilet, and they treated the lows with oral glucose; they did not confirm with a fingerstick and were advised to follow up with a trainer or physician regarding potential troubleshooting such as a factory reset. Symptoms included hypoglycemia and malaise. Outcomes included the need for self-treatment with oral carbohydrates. Investigation included user counseling and referral for additional training. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.